Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 05:00 am, the patient inserted a new sensor, which subsequently produced intermittent readings. When a reading was available, the cgm displayed 116 mg/dl, while a simultaneous fingerstick blood glucose (fsbg) meter check showed 40 mg/dl. At the time of the fsbg comparison, the patient reported feeling well; however, later she developed blurred vision, followed by near loss of consciousness (presyncope). The patient did not seek medical care. Her spouse administered a gvoke hypo pen (glucagon injection), after which the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.